Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00289. (B)(6). The device was manufactured november 17 - 18, 2016. The device was received for evaluation with a non-baxter luer connector attached to the luer. Visual inspection revealed fluid inside the bag that contained the device. A functional leak test was performed by filling the device with water. The next day, a leak was observed at the distal end of the luer connector. No evidence of a leak was observed from any parts of the elastomeric device. The cause of the leak from the non-baxter luer connector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.